Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed two partial tears in the catheter tubing. The two partial tears in the tubing are located between the 42 and 43 cm depth markers. The tears are nearly perpendicular to the axis of the tubing. The tear site reveals rounded edges. The tubing surrounding the tear sites are slightly compressed. These characteristics of rough, broken slit walls and a deep crease in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leakage at the exit site (skin). Placed by ultrasound, seldinger technique, right side approach.